Event description:
Customer reported the unit was given inaccurate tidal volume. Reportedly, customer reported that the tidal volume varies from target by 40ml. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.